Manufacturer narrative:
(B)(4). Carefusion has dispatched a carefusion field service representative to evaluate and repair the device. The carefusion field service representative has not completed the evaluation and repair of the device as of (B)(6) 2015. Carefusion will submit a follow-up medwatch report once the evaluation and repair have been completed.

Event description:
The user facility reported that the device is alarming ¿o2 sensor fault¿. There was no report of patient involvement.

Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was able to reproduce/verify the reported event. The field service representative determined that the root cause of the reported event was that the device was out of calibration. The carefusion field service representative recalibrated the device, ran the device through the operational verification procedure (ovp) and the device passed all tests.